Event description:
Related manufacturer reference number: 1627487-2021-14598. It was reported that during the trial procedure on (B)(6) 2021, the physician felt there may have been a csf leak. The leads were placed, and the physician did a blood patch. There were no symptoms reported after the procedure and the patient was programmed with effective therapy.